Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and no issue was found. The system was fully operational.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while setting up for a case, the site had an issue with getting the imaging system to communicate with the navigation system ( no green line). No patient present.